Manufacturer narrative:
Date sent: 7/1/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, after firing, the device would not open. The surgeon pulled the device away from the tissue. The case was completed with a resterilized device. There was no patient consequence reported.